Manufacturer narrative:
One opened/used sensor was inspected and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 418 mg/dl and the sensor glucose was 70 mg/dl. Customer reported that at the end of the call sensor glucose value was 110 mg/dl. Customer reported that sensor is not accurate right now. The sensor will be returned for analysis.